Manufacturer narrative:
The ipg was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ipg were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. An interrogation of the device was properly feasible, and it revealed the eri battery status, confirming the clinical observation. The device was implanted for approximately 19 months. Next, the ability of the device to deliver therapies was tested. The anti-bradycardia pacing pulses in eri mode proved to be normal and in amplitude and frequency as programmed. There was no indication of a malfunction. The memory content of the ipg was analyzed. The analysis showed, that the device documented multiple unexpected resets, which finally led to the activation of the eri battery status. The reset type was reproducible during a temperature stress test. During further analysis the root cause could be narrowed down to a component of the ipgs electronic module. Therefore, the device was opened and the electrical module was subjected to a visual and electrical inspected. Visually no deficiencies were observed. The electrical analysis of the module is currently ongoing. As soon as the analysis is completed, this report will be updated.

Event description:
The device was explanted due to eri. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The ipg was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ipg were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. An interrogation of the device was properly feasible, and it revealed the eri battery status, confirming the clinical observation. The device was implanted for approximately 19 months. Next, the ability of the device to deliver therapies was tested. The anti-bradycardia pacing pulses in eri mode proved to be normal and in amplitude and frequency as programmed. The therapy functionality was fully available. The memory content of the ipg was inspected. The inspection revealed invalid memory content in an area related to specific device status data, not affecting the ability of the device to deliver anti-bradycardia therapy. In addition, multiple unexpected resets were identified, which in combination with the invalid memory content led to the activation of the eri battery status. In general, the ipg is equipped with the ability to detect and repair invalid memory content. In case of invalid memory content in an area related to specific device status data, by design the ipg will activate the device status eri during next internal reset procedure or scheduled routine check of the memory. This is normal and as expected device behavior. External influences such as strong electromagnetic fields or ionizing radiation, or a side-effect of the observed internal resets were identified to be a possible cause of the identified invalid memory content. The occurrence of the type of unexpected resets was reproducible during a temperature stress test, indicating a defective component of the ipgs electronic module to be the root cause. Therefore, the device was opened and the electrical module was subjected to a visual and detailed electrical inspected. Visually no deficiencies were observed. Despite extensive analyses of the module, which included monitoring and analyzing the electrical sub-activities of the module during operation in addition to further temperature stress tests, the exact cause of the unexpected resets could not be determined. During the analysis, however, the causative component could be narrowed down to an integrated circuit of the module. Biotronik would like to thank you for supporting our post market surveillance program as we continue to monitor, assess and manage complaints associated with our devices. The information generated in the course of this analysis has been entered into our quality system and will be used to further improve device performance.